Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to treat a lesion in the right sfa using atherectomy. The lesion was reported to have exhibited no calcification or tortuosity with 70% stenosis. The vessel diameter was reported to be 6mm and lesion length was reported to be 60mm. It was reported that the device would not close. Multiple attempts were made to debulk and close the device. It was reported that tissue was captured but the thumb switch would not move forward. Once removed from the patient, it was reported that the device was able to be opened and closed. A dcb balloon was used to post dilate the lesion with excellent results. There was no injury to patient reported.

Manufacturer narrative:
Device evaluation: the hawkone was received for evaluation. The hawkone was received inserted a cutter driver with no other ancillary devices. The cutter was advanced approximately 2.7 cm distal the cutter window. No damages were noted to the cutter assembly, however the top plane of the laser drilled coiled segment showed bending. The thumb switch was retracted and the cutter assembly pulled back into the cutter window as intended. No resistance was experienced. The thumb switch was advanced and the cutter did not move. It was discovered the drive shaft was exposed from the strain relief. The strain relief was cut off and observed a ductile fracture to the torque shaft on each fracture face of the separation. The thumb switch was retracted and the torque shaft fracture faces came back to together. The drive shaft remained intact. The distance between the fractured torque shaft was approximately 3 cm with the thumb switch fully advanced. As the torque shaft was fractured and separated at the location of the strain relief this would allow the cutter to be retracted, but the cutter could not be advanced without manipulation of the torque shaft.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.